Event description:
Atrium c qur mesh for hernia repair. The mesh became dislodged from the original surgical repair. It entangled with the muscle tissue in the abdomen and was surgically removed. It caused severe pain and reopening of the wound because of a life threatening infection. Pt was on vancomycin for 7 days and clindamycin antibiotic, a hospital stay of 10 days, and dilaudid pain medication given every 4 hrs for 10 days.